Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the alert function regarding an occlusion was not functioning correctly. An occlusion was simulated in the tubing of the infusion set and the pump did not give an alarm in the correct time span.